Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. It was reported that loss of stimulation therapy has been resolved. Patient had good coverage now after lead replacement on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wasn¿t feeling stimulation at any level, but impedances were within range. The patient indicated that they started feeling stimulation ¿wear out¿ in early december and then within the last couple of weeks they stated that it completely ¿wore out¿ and they were in a lot of pain (loss of therapy). The patient mentioned that they had fallen on their knee, but clarified that this was after their change in stimulation had already begun. The patient noted no falls/traumas prior to their change in stimulation. The rep had run impedances at 0.7 v which showed nothing out of range. Technical services had the rep run impedances at 3.0 v which resulted in the following (in ohms): 0-1 3284 0-2 4805 0-3 7791 1-2 1808 1-3 5536 2-3 4800. The patient was programmed on 1-2 and group impedance was 2839 ohms. The rep palpated the system with stimulation on, which did not elicit any feeling of stimulation at all. The battery voltage was at 3.02 v. Technical services reviewed that reprogramming would unlikely be successful given the impedances were normal. It was reported that the patient was already scheduled to have imaging today. Technical services reviewed that likely components would need to be replaced. The event began in (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled and had a successful replacement on (B)(6) 2020. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.